Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted, and the device did not have the cervical collar attached. Functional testing was not conducted due to the cervical seal was out of place, the testing for the cavity assessment can not be performed. Hence, the complaint can be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a novasure procedure on (B)(6) 2025, the physician reported that on two occasions, he experienced difficulties deploying the novasure and that the cervical seal moved during both procedures which ended up being stuck inside the patient. The device was able to be removed without consequences. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.